Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported pt's pump was exchanged due to elevated lactate dehydrogenase and plasma-free hemoglobin. Additional information received stated that the pt presented at the end of (B)(6) with ldh 1000 and pfhgb 60. Increased anticoagulation, echo good, pt without signs and symptoms. Next visit pfhgb was in the 90's repeat echo with ramp study good. Next visit ldh now 2000, pfg 110, now dark urine, elevated bp 100, ldh 3000, pfhgb 160, IV heparin started. Pump parameters to manufacturer ok, a-line placed av opening, CT of chest revealed no kinks, or clots. Now ldh 5000, pfhgb 180, urine clearing, pt nausea and vomiting, urine then dark again pt then presented to operating groom for pump exchange.